Manufacturer narrative:
The dfm100 device (sn (B)(6)) was returned to philips for additional analysis. The complaint was escalated for a technical investigation, and the results indicate that there was no product failure (npf), as the reported issue ('dispensing test failed') could not be reproduced during testing, and the device passed all functional and operational checks within specifications. Based on the information available and the testing conducted, the root cause of the reported problem was determined to be not product failure (npf), as the issue described ('dispensing test failed') could not be replicated during functional testing. The pca passed all tests, including operational checks, manual shock delivery, and defibrillator disarm tests, with no anomalies observed. The reported problem was not confirmed. The device was operational after repairs were completed. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
This report is based on information provided by local philips customer support personnel and has been investigated by the philips complaint handling team. Philips received a complaint on the philips dfm100 defibrillator indicating that the device failed the dispensing test. The efficia dfm100 defibrillator, model # 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Event description:
This report is based on information provided by philips field service engineer (fse), remote service engineer (rse) personnel, and has been investigated by the philips complaint handling team. Philips received a complaint regarding the efficia dfm100, indicating that the dispensing test had failed. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.